Event description:
On (B)(6) 2013, patient reported experiencing low blood glucose levels and ended up in the ER last night. Patient stated he tested and had a reading in the low 40's mg/dl on a competitor's blood glucose monitoring device. Patient reported his wife took him to the hospital at 9:30 pm on (B)(6) 2013 and he was given a rash of tests. Patient stated he had the infusion device on the whole time and did not have an IV put on. Patient reported he ate a banana and drank a coke prior to going to the hospital to bring up his blood glucose level. Patient stated his blood glucose level increased to 220 mg/dl at 2:30 am on today's date and he was released from the hospital early this morning. Patient reported his endocrinologist advised him over the phone to lower his basal rate; he did so. Patient stated he received "lo" on the blood glucose monitoring device 2 weeks ago. Patient reported he was speaking gibberish at the time of the low blood glucose and his wife gave him a shot of glucagon; was not capable of giving himself a shot due to the condition he was in. Patient's normal target blood glucose range is 70-120 mg/dl. Patient stated he has had a low blood glucose rate off and on for 2 weeks. Patient reported he had one beer prior to having the most recent low blood glucose level; knows that alcohol can impact blood glucose levels. Assisted patient with reviewing the infusion device memory; had "lo" on (B)(6) 2013. Patient stated as he ages he does not eat as much and his carb intake is lower. Patient reported he had currently eaten some christmas cookies as his blood glucose level was 65 mg/dl prior to the call. Patient denied experiencing any low blood glucose symptoms at this time. No product return was requested.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.